Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected and dropped when a nurse fired the device for functionality out of the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Top and lower shrouds. The analysis results found that the er420 device was returned with the top and lower shrouds cracked. During the analysis, the instrument was cycled and it ejected the remaning clips due to the damage at the shrouds; finally, the device locked out as intended.it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.